Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a system impedance measurement of greater than 400 ohms. Technical services (ts) reviewed noting the smartpass feature had disabled four times in the past few years, due to low and slow morphology in primary vector. This patient then presented to the clinic where the field representative captured all sensing vectors and they all appear small in morphology. Secondary vector was the best option. Ts recommended x ray imaging to evaluate system position as there was a concern of possible twiddlers syndrome as this patient has a previous history of that. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a system impedance measurement of greater than 400 ohms. Technical services (ts) reviewed noting the smartpass feature had disabled four times in the past few years, due to low and slow morphology in primary vector. This patient then presented to the clinic where the field representative captured all sensing vectors and they all appear small in morphology. Secondary vector was the best option. Ts recommended x ray imaging to evaluate system position as there was a concern of possible twiddlers syndrome as this patient has a previous history of that. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this s-ICD was beeping with system impedance still greater than 400 ohms. Ts discussed the possibility of electrode under insertion. X ray imaging was performed which revealed some possible system migration. The clinic is providing this patient with a lifevest and considering upgrading to a transvenous system. This s-ICD system therapy has been turned off in the mean time. No additional adverse patient effects were reported.